Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa was harvesting greater saphenous vein and was having intermittent power while ligating branches. It was reviewed with the team to change out the 4030 black power cord first next time to see if this is what is causing the intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa was harvesting greater saphenous vein and was having intermittent power while ligating branches. It was reviewed with the team to change out the 4030 black power cord first next time to see if this is what is causing the intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The hp2 device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. A visual inspection was conducted. Small amounts of char and tissue were observed on the heating element. A microscopic inspection determined that the heater wire was flexed away from the center of the hot jaw but remained attached the tip and base of the jaw. The device was evaluated for mechanical function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. No other failures were observed. Based on the results of the evaluation, the reported failure ¿intermittent continuity" was not confirmed but the analyzed failure "bent; wire" was confirmed. Specific actions for the analyzed failure mode "bent; wire" is being maintained and documented under maquet's failure investigation report (fir) system.